Event description:
It was reported that during the device change out for normal battery depletion the right ventricular lead insulation was damaged. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.